Event description:
Reportedly, the bluetooth communication does not function as it cannot detect printer and smart ECG devices.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024).- upon reception, the returned smarttouch tablet was tested, and the reported behavior was confirmed, as bluetooth communication was not available. - in-depth analysis revealed that the bluetooth adapter was unexpectedly deactivated, which led to the observed impossibility to use ble communication with printers or smart ECG. - it should be noted that only a manual reactivation of the bluetooth card can restore proper ble communication on the subject tablet. - the subject smarttouch tablet will follow the repair workflow (including a re-ghost to restore its initial configuration) and will be sent back to the field.